Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a sepsis infection. On (B)(6) 2020, the pacemaker and leads were explanted without any issues. The patient was in stable condition throughout the event. Related manufacturer reference number: 2017865-2020-01076, 2017865-2020-01078.